Event description:
(2/3, reference (B)(4) for related complaints) (documenting pump #2) per email (medwatch report mw5108200, report date:11-mar-2022): spontaneous call from patient's sister who reports pump is just beeping with no error on screen. Had patient try back up pump and the same thing happened. Sister is going to mix. A new cassette. She had this happen on early 2022 as well. She will call back if the new cassette does not work. Not replacing pumps at this time unless patient calls back. Cassette lot number not available. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? No: did the patient have add'l cassettes they were able to switch to? Yes; if yes. Was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Additional information received and attached by ICU medical on ((B)(6) 2022): pump serial number, patient and contact details.